Event description:
The customer reported the 9800 system produced a low mass error message during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 9800 system x-ray controller battery was replaced. The nodes were erased and rebuilt, filament calibration was performed, and calibration and configuration files were loaded. The system was tested and operates as intended.